Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump passed the displacement test and self test. No loud vibration was noted during testing. No vibration anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are unresponsive. Customer stated that it is difficult to press the buttons. Customer mentioned that he received vibrating noises when this first occurred, however never received an alarm. Customer further stated that he went snowboarding and the insulin pump may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.